Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 1/12/2018. Device returned to manufacturer? Yes. Device evaluation: the pcb00 preloaded insertion system was received in its original box. The plunger component was observed in the advanced position. The cartridge was observed correctly engaged into the lower body of the pcb00 device. Visual inspection using microscope magnification was performed. The cartridge tip was observed deformed, confirming the reported issue. The iol was observed at the cartridge tube and tip sections. The condition observed is consistent with a unit that has been handled and prepared for surgical use. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the inserter/cartridge had a damaged tip. The intraocular lens (iol) did touch the patient's eye. No incision enlargement, sutures or explant were required. There was no patient injury and another lens (pcb00 17.5d) was implanted. No additional information was provided to abbott medical optics.